Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3888-33, lot# v792971, implanted: (B)(6) 2012, product type: lead; product ID 3888-33, lot# v649093, implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that 3 days prior to the report the patient¿s spouse noticed that the patient¿s implantable neurostimulator (ins) had ¿sunk¿ in the pocket. There was a communication problem and the patient was getting poor communication on their recharger. An ins overdischarge was suspected. The last successful recharging session was 1 to 2 months prior to the report. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.